Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2015 with the following findings: visual inspection revealed a cracked battery compartment. No issues were noted with a returned battery cap. Investigators were unable to duplicate the original no power complaint. The review of the black box data showed no unexplained power-on-reset events. Pump was run on a 24 hour basal program using a returned battery cap with no power interruptions observed. Unrelated to the original complaint, corrosion was observed inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. Pump was opened and evidence of moisture was found internally on the battery canister.